Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. Boluses per day: 3, bolus duration: 1min lockout duration: 4hrs dose restriction: 1/4hrs. The indication for use was back pain without leg pain and non-malignant pain. The patient reported that every time they go to use the handset, it causes them a problem. The patient stated it takes them about 2 minutes to connect to the pump. The agent walked the patient through closing out of all running applications and clearing data on the handset and the patient confirmed they were able to connect without issue. The patient stated they have had these issues since they got it. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back if issues persist.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.